Event description:
The fast-cath introducer was inserted for the implant of a temporary pacing catheter without incident. During the next 24 hours, leaking was observed distal to the hub of the introducer. During the exchange of the introducer, the hub and sheath separated; the sheath section remained in the subclavian vein. The 12cm sheath section was removed from the right ventricle vein the femoral approach using forceps. The patient was reportedly recovering.